Manufacturer narrative:
(B)(4). Concomitant medical products: 139254 ¿ m2a magnum taper ¿ 608780, us157856 ¿ m2a magnum cup ¿ 017630, 157450 ¿ m2a magnum head ¿ 064600. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03662.

Event description:
It was reported that during a right hip procedure, the taper component would not disengage from the stem due to a spot weld. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting that the head component was unable to be removed from the taper. The taper was noted to have a spot weld on the femoral stem. An extractor device was placed between the femoral neck and head component in order to break the spot weld. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.